Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, during the first four firings, when using the first handle, the surgeon squeezed the handle, and it made a sound like something broke inside. The first firing was with staples across the stapling line. The staple line was oblique instead of parallel. After that, they changed the reload and continued squeezing, but the handle made the sound again and stopped firing in the midway. A second handle was used with the third reload and the same issue occurred. A new handle from a different batch with a new reload were used and fired a little bit tighter than the first reload and continued the surgery. All nine reload had difficulty with firing like the tissue was too thick. No patient injury.

Manufacturer narrative:
Concomitant product: egiaustnd egiaustnd endogia ultra univ std stap, lot# p3e0211 egiaustnd endogia ultra univ std stap (lot#: p3e0211); sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown) sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel, lot# unknown unknown endo gi unknown endo gia instrument, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, during the first four firings, when using the first handle, the surgeon squeezed the handle, and it made a sound like something broke inside. The first firing was with staples across the stapling line. The staple line was oblique instead of parallel. After that, they changed the reload and continued squeezing, but the handle made the sound again and stopped firing in the midway. A second handle was used, and the same issue occurred. A new handle from a different batch with a third reload were used and fired a little bit tighter than the first reload and continued the surgery. All nine reload had difficulty with firing like the tissue was too thick. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The clamping mechanism was deformed. The jaws were open. Staple pushers were visible at the 5cm cut line. The distal suture on the anvil and cartridge side were still anchored. The reinforcement material was torn on the cartridge/anvil side of the jaws. Functional testing found that the interlock was overridden and the reload was applied to test media. All remaining staples were placed, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. It was reported that the unit had a partial firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of partial fire condition with interlock engagement can occur when the firing handle has not been completely cycled. If the instrument return knobs were retracted at any point once the firing cycle had begun, the reload would engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The issue of deformed clamping mechanism can occur under the following conditions: application over tissue that was beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it would become increasingly difficult to actuate the firing handle and the instrument return knobs would be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, during the first four firings, when using the first handle, the surgeon squeezed the handle, and it made a sound like something broke inside. The first firing was with staples across the stapling line. The staple line was oblique instead of parallel. After that, they changed the reload and continued squeezing, but the handle made the sound again and stopped firing. A second handle was used, and the same issue occurred. A new handle from a different batch was used and fired a little bit tighter than the first reload and continued the surgery. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3e0211) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3e0211) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.